Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with calibrations and received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results for qc material and 55 patient samples. Data was only provided for one patient sample. The initial result was 11.7% and was reported outside the laboratory. The sample was repeated on (B)(6) 2014 and the result was 8.7%. The repeat result was believed to be correct and a corrected report was issued. The customer stated some patients were treated but no harm was done due to any of the treatments. There was no adverse event. The hba1c reagent lot number was 69089201 with an expiration date of 07/31/2014. The field service representative could not find a cause and was unable to duplicate the issue. He took no remedial action. As a precautionary measure, the gear pump was adjusted to specification, the sample probe was replaced, the nozzle tips were replaced and the sample probe adjustments were completed. He completed precision testing and the customer calibrated and ran controls. All controls were acceptable to the customer and the system was performing to specifications.

Manufacturer narrative:
Investigation of the provided calibration data for the time of the event showed the customer did not use same calibrator lot for the hemoglobin and hemoglobin a1c portions of the assay. Product labeling states these assays should always be performed in parallel. It was also noted the calibrator material used for the hemoglobin portion of the assay was expired.